Event description:
Covidien received a report alleging that device did not provide an audible tone.

Manufacturer narrative:
Customer declined returning the product for evaluation. The service history of the provided serial number was reviewed and there were no similar complaints relevant to this report. The complaint trending for the past 12 months was reviewed and there were no observed trends related to this report.